Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had malfunctioned. There was unknown patient involvement and unknown patient harm. This is the third of four events.

Manufacturer narrative:
Received five used list #146870489 primary plum sets. This record represents sample 4. Samples 4 returned a proximal air in line alarm when infusing through the secondary port. Sample 4 had seal tearing with bent spikes that had flash at the tip. Sample 4: seal: seal tearing on the face of the seal. Spike: flash was observed at the end of the spike. Cold form damage was observed on the flash. The spike was observed bent. Body: no damages observed. The complaint of tubing malfunction can be confirmed due to the anomalies observed in the clave as well as the proximal air in line alarm returned on sample 4. The probable cause of sample 4 is due molding error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.